Event description:
Over infusion of ms04, "morphine 100 mgm in 100cc d5ns ordered to run 2cc/hr. Pt rec'd entire 100 cc bag over 1hr and 20min. Wrong dose morphine, transcription error. Administration error reported."